Event description:
I have become disabled due to being ill from breast implants. I have had many problems with my breast implants and have had to get them several times. I got sick within 3 months of getting implants and was disabled within a year. Now that I have silicone I am even worse with more severe health problems. The implants have stolen half my life from me and it was allowed by the FDA. Breast implants need to be looked at much deeper because they do cause harm and illness and it's an assault on women.